Event description:
A customer reported damage to a cartridge when the pigtail completely broke off, but the damage did not result from pulling the pigtail tubing. Customer's blood glucose level was not impacted. The customer successfully changed the cartridge and resumed insulin delivery. The caller understood and acknowledged the resolution.